Event description:
It was reported that the patient, involved the pain-free study, had thumping sensations and discomfort in left side near breast; this was reproducible with high thresholds. The left ventricular lead was reprogrammed to a lower setting which resolved the diaphragmatic stimulation. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.